Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Review of the event history log confirmed the reported issue. Functional testing did not duplicate the reported issue. The cause of the reported problem was found to be a software issue. The software was replaced and re-installed to correct the issue.

Event description:
It was reported that the device displayed ec 41100. No patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.